Event description:
On call hematology-oncology doctor was notified the morning of this incident that the 5-fu ambulatory pump malfunctioned. Pcm notified on monday, patient returned to the clinic with malfunction pump with remaining chemotherapy. Pcm did new 5-fu chemo orders for pharmacy so patient can receive remainder of chemotherapy. New ambulatory pump was issued.